Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that most cubies in enhanced half-height drawer 4.2 were showing as duplicates. A field service engineer (fse) had found from the team that this was usually caused by incorrect firmware. The fse verified that firmware 1.48 was installed on the station and contacted the customer support team to push firmware version 1.49, since spot checks showed many stations at the site had 1.48. Later, the field service engineer spoke with the customer and explained that the software had pushed the firmware update for the entire site to mitigate future duplicate cubie errors, but it would not fix the errors that had already occurred. The fse explained that each failure would need to be recovered every single failure by unloading the failed cubies to clear the error messages. The customer agreed to the process, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and device not detected on bus, user rebooted and turned off completely and back on but still the same. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.